Event description:
Four (4) devices leaked IV fluid at the connection site of the device and administration set while in use in the nicu for an unk time period in nov. 2004. No pt sequelae were reported.